Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt sn (B)(4) has been returned, but has not been evaluated yet. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor: 8/12/2014, belt: 2/22/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at approximately 12-1 pm. It was reported that the patient's death seemed cardiac related and that the device was removed prior to passing. The patient was placed on hospital equipment. It was reported that while the staff was performing CPR the device was alarming and treated the patient. Review of the download data, indicates the patient received one shock in response to CPR/motion artifact. The device was started up at 21:27:01 on (B)(6) 2019. The device detected asystole at 10:02:21, while the patient was in an idioventricular rhythm at 25 bpm with motion artifact degrading to asystole. The device detected an arrhythmia at 10:03:50, while the patient was in asystole with intermittent cardiac activity. At 10:04:19, the device detected an arrhythmia while the patient was in an idioventricular rhythm at 20 bpm slowing to an idioventricular rhythm at 10 bpm with CPR artifact. Gel was released at 10:04:42. The device detected asystole at 10:47:31 while the patient was in an idioventricular at 20 bpm with CPR artifact. The device detected an arrhythmia at 10:48:47, while the patient was in an idioventricular rhythm at 10 bpm. At 10:48:56, the patient received a treatment while in an idioventricular rhythm at 35 bpm with CPR/motion artifact. The patient's post shock rhythm was bradycardia at 20 bpm with CPR artifact. The device detected a manual recording while the patient was in asystole with CPR artifact. The patient was in bradycardia at 20 bpm degrading to asystole with CPR artifact from approximately 10:49:21 until the device was shut down at 11:03:51 on (B)(6) 2019.